Event description:
Reporter indicated that device testing at office in 2003 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. The patient self inflicted a hit in the area of the implant with the hand. Lead break or lead/generator connection problem is suspected, although no discontinuities in the ncp system were noted via x-ray. Lead replacement surgery is planned, but not yet scheduled. There has been no adverse event in conjunction with the high lead impedance condition.